Event description:
Headrest of enterprise bed continues to elevate after the user has stopped pressing the button. No injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the manufacturer arjohuntleigh, a branch of arjo limited med ab. Problem was found to be that left hand side patient control panel had sustained major damage causing an intermittent "up" activation. The damage to the patient control panel was sustained while the bed was in use at the hospital; the damage to the control panel is considered to be misuse. The control panel was replaced and the bed now functions as per the design specification. The enterprise 8000 bed user manual provides recommendations for minimal levels of preventative maintenance and inspections. The manufacturer recommends that all applicable personnel who would be involved in the operation of the device should be retrained to the IFU and have this training recorded.